Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (k002776); product type: 0195-heart valves; product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-29, a pre-implant balloon valvuloplasty was performed using a 22 mm non-medtronic balloon due to calcification. The delivery catheter system (dcs) was inserted into the patient, advanced to the annulus, and positioned to align the hat marker with the bottom of the pig tail catheter which was centered on the non-coronary cusp (ncc). The valve was initially deployed to 80%. The valve depth at 80% was approximately 4 mm below the annular plane on the ncc and approximately 5 mm on the left coronary cusp (lcc). Under-expansion of the valve frame at the inflow and waist was observed. This was confirmed on multiple views which were performed to rule out infolding. The valve was recaptured and redeployed at the same depth as the first attempt. The same visual appearance as the first deployment was noted. A transesophageal echocardiogram was conducted to assess valve function. An echocardiogram revealed no infolding and an acceptable gradient. The valve was fully recaptured a second time due to the continued expansion issue. The valve and dcs were withdrawn from the patient. A replacement valve was inserted into the patient and deployed to a depth of 4 mm on the ncc and 5 mm on the lcc. Under-expansion was again noted, but to a lesser degree. Per the physician, the expansion issue was anatomical in nature. A post-deployment balloon valvuloplasty was performed to fully expand the valve. No patient complications have been reported as a result of this event.